Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the male luer of the tubing broke and the piece of plastic was stuck inside the connector. The tubing and connector were replaced. There was no patient harm.

Event description:
The customer reported that the male luer of the tubing broke and the piece of plastic was stuck inside the connector. The tubing and connector were replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer of the tubing broke off was confirmed. Visual inspection of the male luer tip¿s broken surface under magnification showed that the break was uneven and jagged, indicating an external application of force. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was external application of force to the male luer tip.